Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer¿s blood glucose level was unknown. Customer reported that keypads were unresponsive and hard to press. Customer stated that the scroll bar was not moving with no input. Arrows and center button was not responding. Customer said it really did not work at times. The device will not be returned for analysis.